Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer had filled the cartridge with cold insulin. Customer declined to load a new cartridge at the time of report. No additional patient or event information was available.